Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported patient had the pump implanted because they could never get stimulators to work right. It was stated patient no longer has a manufacturer pump. When asked why the pump was removed patient stated they replaced it with a flowonix pump because they said it was a better pump. Registration was updated. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.